Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the emboshield nav 6 embolic protection system (eps), there was a failure in the protection system and the filter came off the guide, barewire. There was no device use or patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned dc pod. The reported filter separation from the barewire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, the reported separation of the filter from the barewire was not confirmed. There was however a separation of the proximal shaft that showed singes of twisting at the break which indicates that the damage was likely intentional (possible during packaging for return), as the location and severity of the shaft separation is not consistent with difficulty prepping the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that during preparation of the emboshield nav 6 embolic protection system (eps), there was a failure in the protection system and the filter came off the guide [barewire]. There was no device use or patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.